Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a liquid (coffee) spill inside the drawers had caused contamination and damage, requiring the replacement of two trays in drawer 1.1, row a trays in drawers 1.2, 2.1, 2.2, 3.1, 3.2, 4.1, and 4.2, as well as row cables in drawers 1.1 and 1.2. A field service engineer performed thorough internal and external cleaning, replaced the affected trays and row cables, verified that no further damage was present, powered on the station, and confirmed that all drawers and pockets passed hardware and user application testing to the customer satisfaction. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user indicated that coffee was spilled throughout the entire pyxis machine, affecting all drawers. Drawer 1.1 was currently off the bus, and some cubies may have been removed. The machine was powered off. However, there were no delays or adverse events or injuries reported based on this event.